Manufacturer narrative:
It was reported that the patient underwent surgery to replace the magnet at implant site (date not reported). This report is filed on april 29, 2019.

Manufacturer narrative:
Additional: the magnet explant date has since been reported: march 26, 2019. This report is submitted on june 13, 2019.

Manufacturer narrative:
This report is submitted on march 29, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic the patient experienced pain and a dislodged magnet following an MRI (tesla unknown). Surgery to reposition the magnet is planned but has not taken place as of the date of this report.